Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary: the device was receive out of its sterile package. Since the package was not received we were unable to investigate further the reported issues. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # t93v5f. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the the issue with the packaging compromise the sterility of the device? Yes.

Event description:
It was reported that before an unknown surgery, before being used on the patient, the package was found damaged, compromising the sterility of the device. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.